Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Brand name: unknown. Serial number: information unknown/not provided. Catalog number: unknown as the serial number was not provided. Unique identifier (UDI) number: UDI number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. If implanted, give date: not provided. If explanted, give date: iol remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that during intraocular lens (iol) injection, the tip of the injector disengaged from the main wound, leaving the iol stuck at the wound. Physician pulled the iol out of the main wound, and after examination, the iol was found intact. The iol was then reloaded in a traditional cartridge and injected into the bag without issues. No additional information provided.

Manufacturer narrative:
Corrected data: as part of an internal review of our mdrs it was noted that in the previous report under MFR report number 2648035-2021-08205 it was reported that the physician pulled the iol out of the main wound and iol was found intact in the preloaded device. The iol was then reloaded in a traditional cartridge and injected into the bag without issues. There was no report of additional surgical maneuvers. Therefore, this file is no longer considered reportable. No further information will be provided under this manufacturer report number 2648035-2021-08205. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Note: acknowledgement 2 for this report was received on 9/22/2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On 10/18/2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on 10/19/2022.